Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the surgeon felt an imprecision occurred. The reported issue occurred in a percutaneous case that the surgeon was checking the accuracy percutaneously. It was reported that the surgeon was unable to confirm where the instrument was in relation to the software visually. It was reported that the reference frame was placed at the l2 vertebrae and the imprecision was at l5-s1 and only a few millimeters. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: device manufacturing date provided.